Event description:
It was reported to gore that a pt alleges to have experienced mesh migration/extrusion, infections, abdominal pain, dyspareunia, inflammation, chronic pain, vaginal scarring and urinary problems after having been implanted with gore dualmesh plus biomaterial. It was also reported that the pt underwent an additional procedure approx 1 year later.

Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: it was reported in the medical records dated (B)(6) 2009: that the pt underwent treatment for stress urinary incontinence with midurethral sling, a transobturator sling using non-gore devices. The medical records indicate that on (B)(6) 2009: the pt underwent uterosacral suspension with "gore-tex mesh" concurrent with supracervical hysterectomy. The medical records indicate that on (B)(6) 2009: the pt was treated for vaginal cuff cellulitis and responded to IV antibiotics. The medical records indicate that on (B)(6) 2010: a pelvic exam revealed "a 2x3cm mesh on the posterior aspect of the cervical stump." The medical records report that on (B)(6) 2010: the pt underwent a procedure for vaginal mesh excision and revision. The records note "the exposed part of the mesh was visualized and it was excised totally." The records state the specimen removed was polypropylene mesh." It is not clear whether suture closure failure contributed to the mechanical erosion. The medical records indicate that on (B)(6) 2011: physical exam revealed that "the cervix is well supported. However, there is some sinus tract, with some exposure of the mesh, indicative of infection of the mesh." The operative report indicates an infection of the mesh which was excised in its entirety. No pathology other than gross examination was performed on the excised mesh. The device was not returned; therefore, a direct product analysis cannot be performed. A review of the manufacturing and sterilization records is ongoing.